Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the device stopped the warmup, a prompt to enter the sensor code again occurred. It was indicated that an alternate site insertion occurred, which is off label usage of the device. Data was evaluated and the allegation was confirmed as a restart detection was confirmed. The probable cause was determined to b restart detection. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of a prompt to enter the sensor code again is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.